Event description:
It was reported that the patient lost 25 pounds and spent 9 days in the hospital. The patient was reported to have trouble swallowing medicine or food. It was reported that the patient had pneumonia due to aspiration. Further information was received that the patient has multiple medical conditions that cause excess salivation, drooling, and problems swallowing therefore the physician believed that vns stimulation and patient condition contributed to the difficulty swallowing. The cause of the weight loss was stated to be unknown, but the patient had been sick which the physician believed was impacting the weight loss. The physician did not believe that the weight loss occurred due to the vns. No further intervention was reported to have occurred. The patient was reported to be gaining weight and doing better. Impedance was noted to be normal.

Event description:
Further information was received that the pneumonia was caused by aspiration of food/drink due to difficulty swallowing. The patient's physician indicated that the difficulty swallowing may have been a result of the vns surgery. It was reported that the patient's device was programmed off until after the illness was resolved therefore stimulation did not affect the pneumonia.